Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: nail could not be locked. It cannot be firmly mounted on the guide frame, it wobbles. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained articles were sent to the pdc. Here is the result; all three articles were gained in the range of tolerance. The pfna nail and the insertion handle are in the lower area while the locking cap is in the middle region. Therefore, the interaction of the pfna nail and insertion handle is not optimal. They are slightly movable. These products are sold since 2010. There are few complaints of this problematic nature. Our pdc had already adjusted the tolerance of threading of the nail. Through this they ensure the compatibility of the instruments in worst case situations. A CAPA has been opened for further investigation. Retract method: wrong part and lot number sent for evaluation. Retract the DHR manufacturing evaluation: wrong part and lot number sent for evaluation. An additional DHR has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.